Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; therefore, there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The service history review revealed that the device has not been previously sent into service for the reported condition of "pump that does not turn on."

Manufacturer narrative:
(B)(4).the customer's reported condition of a flogard infusion pump that does not turn on was confirmed and reproduced during product evaluation. The cause of the reported condition was determined to be main battery damage. The main batteries were replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.